Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient (tired, dizzy) presented in-clinic after receiving a merlin.net alert transmission for backup vvi. A firmware download was performed successfully, and the device was restored. Patient is fine.